Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) device, passed away four days after implantation. The patient exhibited a fine ventricular fibrillation (vf) that was untreated. The device was explanted and returned to guidant for analysis.